Event description:
It was reported the patient presented for an unscheduled follow-up, after feeling some fatigue symptoms. The device was interrogated and found to be at eri (elective replacement indicator), and premature battery depletion was suspected. When the device was checked four months earlier, the remaining longevity was estimated to be around ten months. The device was removed and replaced. No further patient complications were reported as a result of this event, and the patient outcome was reported to be good following the replacement procedure.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) the device analysis found normal battery depletion.